Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported the auto gas fill (agf) syringe did not advance during the purge cycle. The surgeon also noted pts have had higher than usual postoperative intraocular pressures but that it is not causing any pt harm. Add'l info was requested.